Event description:
Caller reported receiving a power source alert on their pump. There was no adverse impact to the customer's blood glucose level. The issue occurred prior to the call and was resolved without changing charging supplies. The pump began charging using the tandem wall adapter and charging cable, and no further assistance was required.